Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a pocket revision due to erosion at the incision site. The erosion was resolved with the revision. The patient is doing well post-operatively. The device will not be returned to boston scientific for analysis, as it remains implanted.